Event description:
Tech alleged the head section drifts down slowly within an hr. No pt impact.

Manufacturer narrative:
The tech found a faulty cardio pulmonary resuscitation valve. The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.